Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
The returned ipg was analyzed and the ipg would not charge despite multiple attempts. No link was established when attempted with a known good remote control (rc) and clinical programmer (cp), therefore no data log could be retrieved, and functional testing could be performed. However, the internal electrical measurements confirmed an excessive sleep current of 41.13ma (mili amps), and a low vh (high voltage) node impedance of 122.23 ohms. With all the available information, boston scientific concludes the reported allegation of the patient had difficulty charging the reported event was not confirmed. The ipg was no longer functioning, and the data log could not be retrieved. Therefore, this investigation is unable to determine a probable cause for the complaint. The ipg was likely damaged during the procedure due to being exposed to high voltage/current transients or high rf energy. It is unknown if electrocautery was used during the surgery.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an explant procedure.